Manufacturer narrative:
(B)(4). Concomitant medical products: item# 157442 m2a-magnum mod hd sz 42mm lot# 629780, item# 139256 m2a-magnum 42-50 tpr insrt std lot# 898410, item# unknown unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10982.

Event description:
It was reported that the head and taper of stem were stuck together during a revision surgery. Stem had to be explanted due to malfunction. Additional information was requested; however, none was available.